Event description:
It was reported that the customer's insulin pump went into threshold suspend when her blood glucose level was not low. Her sensor glucose reading was 45 mg/dl but her blood glucose level was 124 mg/dl. The insulin pump was in threshold suspend for four hours. The customer has neuropathy. He received two calibration errors and a change sensor alert. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.